Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 1nov2018. Philip's service engineer powered up the ventilator from ac (alternating current) power and attempted to have the ventilator deliver breaths; however, the blower failed to run. The motor controller and power management board were replaced.

Event description:
It was reported that during failure investigation of an error 1127 (over voltage protection), the unit logged an error 1134 (blower stalled). There was no patient involvement.